Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coiled outside of left fallopian tube'), pelvic pain ('pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplant. Concurrent conditions included uterus enlarged. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-feb-2021: medical record received. Event added: left essure coiled outside of left fallopian tube. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coiled outside of left fallopian tube'), pelvic pain ('pelvic') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplant. Concurrent conditions included uterus enlarged. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, abdominal pain, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (she had hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics were added. Updated suspect drug indication. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2013). On (B)(6) 2018, she explanted essure. Injury event was replaced with pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coiled outside of left fallopian tube'), pelvic pain ('pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplant. Concurrent conditions included uterus enlarged. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.